Event description:
It was reported, the light source was showing a b30 error code. And the monitor's had no image, black with only red dots. The issue occurred, during a diagnostic procedure. The intended procedure was able to be successfully completed with a good image. And no error code, after the customer cleaned lint from the light source's socket and reconnected the digital cable. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it was presumed that the image loss occurred and b30 was displayed due to a communication failure with the scope caused by lint found inside the output socket. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.